Event description:
There are no pt involved in this event. This device malfunction because the status indicator was not flashing.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in march 2013. The device was then manually powered up on five occasions between (B)(6) 2012 and the (B)(6) 2013. A test pad-pak was inserted into the device. An auto self-test was passed successfully and then it was manually powered up. No warnings were given and there was no response from the status led. This confirmed the reported fault. The returned device was tested, and the test therapy was delivered without fault. There was no flashing green status led present during the test therapy sequence and the device powered off with no status led illuminated. Routine testing revealed a dry solder joint on the membrane of the printed circuit board. This would result in the status indicators failing to illuminate. The device was still able to deliver the test therapy sequence without fail. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.